Event description:
It was reported that during use of the catheter the guidewire could be advanced but the introducer needle could neither be advanced nor withdrawn, preventing successful catheter placement. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing an introducer needle was confirmed but the root cause could not be determined. One photograph of an 18g introducer needle and guidewire were returned for evaluation. Inspection of the photograph found that three bends were present on the distal end of the guidewire, forming a wave like pattern. The deformation would likely cause interference with the introducer needle. Further inspection of the photograph was unable to identify any damage to the introducer needle or any other features on the guidewire. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.